Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen on the home screen. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose ranged from 195 mg/dl to 216 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and successfully resumed insulin delivery.